Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and exchange due to concern with product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and exchange due to concern with product. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and underweight. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.

Event description:
The device was been explanted and replaced.

Manufacturer narrative:
Supplemental medwatch being submitted due to error in g3 of previously submitted report.

Event description:
Healthcare provider called to report bilateral ruptures as well as a bilateral exchange from textured to smooth due to concern with the product. Right side imaging reported "breast cyst in retroareolar-no mr evidence of malignancy". The devices have been explanted and replaced.